Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a cable break and unable to straighten. It was reported that during preparation, when applying p-knob, the shaft of the clip delivery system (cds) never moved. It was noted that a cable break was suspected. The cds was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported unable to curve, unable to straighten and cable break were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and the reported unable to curve and unable to straighten appear to be related to the cable break. However, a conclusive cause for the cable break cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.